Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and could not be opened. A field service engineer cleared the obstruction and cleaned debris from the drawer. The fse then reseated the cubies and confirmed they were functioning properly. Performed testing in hardware test application (hta), and all tests passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and displayed an error message on the screen required maintenance when user attempted to recover. The customer stated that they powered off the station, unplugged it, waited a few minutes, and then reconnected and restarted the unit. However, the drawer still could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.